Manufacturer narrative:
Concomitant medical products: 3889-28 urinary lead, implanted (B)(6) 2012; 3058 urinary ipg, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a syncopal event with no loss of consciousness. It was further reported that the right ventricular (rv) lead exhibited high thresholds, non-capture, possible fracture, rising impedance and high impedance. The lead was capped and replaced. No further patient complications have been reported as a result of this event.